Manufacturer narrative:
Reference manufacturer report: 3006524618-2012-00093. The lot number of the arthrowand was not available; therefore, no manufacturing or expiration date could be provided in this report. This event occurred outside of the united states, due to international privacy laws, the patient information was not provided.

Event description:
It was reported the controller began smoking intra-operative once the arthrowand was connected. No patient or user complications were reported as a result of this event.